Manufacturer narrative:
Additional information: b5: additional information was received and it was learnt that lens was explanted in secondary surgical procedure and symfony lens was used as replacement lens. Patient is 20/20 sharp uncorrected at distance and loves her vision. No further information provided. All pertinent information available to johnson and johnson surgical vision has been submitted.

Manufacturer narrative:
Device evaluation: product testing could not be performed because the product was not returned as it remains implanted. The reported complaint was not confirmed. Manufacturing record review: the manufacturing process record was evaluated and no deviation was found during process related to the complaint issue reported. The search revealed that no other complaints have been received for this production order. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Device available for evaluation: yes. Returned to manufacturer on: 10/22/2019. Device returned to manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. A sealed third party sterile pouch was received with patient and procedure information confirming the identity of the product. Within the pouch was an alcon casing containing the lens, which was cut into four pieces, most probably to aid in explant. Based on the condition of the return, further analysis is not possible. The complaint cannot be confirmed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is between (B)(6) 2019 and (B)(6) 2019. If explanted, give date: explant was scheduled for (B)(6) 2019 however not yet confirmed. (B)(4). All pertinent information available to johnson and johnson surgical vision has been submitted.

Event description:
It was reported that patient had a refractive miss. The first eye done was left eye and a zxr was implanted. Reportedly the patient saw well but not as much near as wanted. So, for the 2nd eye (right eye), the surgeon implanted a tecnis 1 multifocal model zlb00 +23.5 diopter on (B)(6) 2019 because it showed a predicted rx of -0.16 with a lens factor of 1.78 and an a-constant of 118.8. The patient ended up hyperopic with a refraction of +0.75 +0.50 at 145. So, se of 1.0d. The surgeon now wants to replace this lens on (B)(6) 2019 with a symfony. Explant was scheduled. No further information provided.